Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the endoscope connector was missing a retaining clip on one side and having connection issues with the main imager. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definite root cause that led to malfunction could not be identified. However, it is likely the external stress was applied to the lock lever of connecting tube and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. The instruction manual states the detection method associated with the event in "9 preparation and inspection" move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.